Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt may have connected after the start of the initial drain cycle. Two extension sets were used in combination with the standard homechoice set and were connected prior to prime. Successful completion of the prime cycle was not confirmed prior to connection. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.